Event description:
It was reported that the patient¿s flow decreased to 0 lpm, with a decrease in pi and power values, despite an appropriate mean arterial pressure (map). Log file review confirmed a sudden drop in flow from the baseline of 3.5 liters per minute (lpm), to 2.3 lpm, then 1.9 lpm, and then to zero over about a ten second period. It was also noted that the pump power dropped from 3.4 watts (w) to 2.6w during this time. The patient was reportedly asymptomatic, and it was noted that the pump was on and running during these events. The patient was placed on battery power with no improvement, so a system controller exchange was conducted. Immediately following the system controller exchange the patient¿s flow values returned to baseline and the alarms resolved. A specific cause for the observed low flow alarms was not identified.

Manufacturer narrative:
Section d6a: correction. Date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of low flow alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the log files showed overlapping events spanning approximately 16 days (28jul2023 ¿ 12aug2023, 15aug2023, 30aug2023 per timestamp). Low flow alarms were active on 12aug2023 from 02:11:45 ¿ 03:31:58 due to the flow being calculated at 0 lpm. The estimated flow was shown to decrease from 3.6 lpm to 0 lpm within a 10 second timeframe. A corresponding decline in pump power was observed during the decline in estimated flow. Pump flow is estimated via a calculation and is related to pump power. The driveline was disconnected at 03:31:58 and the controller was shut down at 03:32:36. There were no other notable alarms active in the logfile. The device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. During functional testing, the black power cable was found to have an open wire. The black power cable was stripped to inspect the condition of the underlying layers and several kinked wires were observed. Each wire underwent continuity testing and the black and white wire (gnd) on the black power cable was found to be open. The wire was inspected, and no tears were found. It is suspected that the conductors underneath the wire insulation were damaged. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-06183. It was reported that the patient had low flow alarms on (B)(6) 2023. The pump eventually alarmed for zero flow, but the patient was asymptomatic, and the pump was running. The patient was then put on battery power, and nothing changed. The system controller was then exchanged, and the alarms resolved. The patient's flow and pump parameters returned to normal..